Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the severely tortuous proximal left circumflex (plcx) artery. After implanting a synergy¿ drug-eluting stent, intravascular ultrasound (ivus) was performed and it was confirmed that the stent was poorly crimped to the vessel wall. A 3.00mm x 8mm nc emerge® balloon catheter was then advanced for post-dilation but failed to cross the lesion. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.